Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the screw on the pelvic array broke as the surgeon was tightening it. This did not affect the case and it was completed successfully.

Manufacturer narrative:
Reported event: an event regarding a difficult to disassemble pelvic array assy, catalog # 112230 was reported. Device evaluation and results: no inspection was performed as the device was not returned. Device history review: a review of the device history records shows that (B)(4) parts with this lot number were manufactured, inspected, and accepted into final stock with no nonconformances. The dates and quantities are as follows: 6/10/15 - (B)(4), 8/6/15 - (B)(4), 8/7/15 - (B)(4), 8/24/15 - (B)(4).. Complaint history review: a review of the trackwise and catsweb databases shows no complaints related to p/n 112230 and the failure noted in this investigation. Conclusions: the failure mode described in the complaint of a pelvic array assy, catalog # 112230 with a broken screw could not be confirmed. Tracking of complaints related to the pelvic array assy, catalog # 112230 will be tracked through quarterly trend request # 813. Corrective action/preventive action: no action is required at this time. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the screw on the pelvic array broke as the surgeon was tightening it. This did not affect the case and it was completed successfully.